Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a trans foramenal interbody lumbar fusion surgical procedure the hand piece device was getting "hot when in use". An identical spare device was available and the planned surgical procedure was completed successfully without delay. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.